Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that black dots can be observed on the housing component. Bd determined that the cause of the failure was attributed to the raw material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that contaminated with dark colour specs before use contamination was noted in one of the sterile bd connecta plus 3 way stopcock model/serial number (B)(6). . Picture attached. Dark coloured specs internally. Disposed prior to use. We have only had one report of this so far and will contact you further if any other issues are noted.